Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: it is assumed that it was not possible to reprocess the product normally because there was a broken site in the product. Redness mechanism. Since the current product was manufactured on august 4, 2015, and about 5 years have passed, it is possible that it has been degraded over time.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that pre cleaning was being done immediately after a procedure. The channel was being brushed during manual cleaning with a single use brush. When handwashing they use prolistica and the concentration is checked daily. The scope is being leak tested by the sterile processing department (spd). Rapicide is used in the aer which automatically checks the concentration and adds as needed from a reservoir. No problems have been noted with their aer. The channel is also being flushed with air after reprocessing and being stored hung in a cabinet with airflow. It is unknown when the last in-service was done or any change in personnel. However, it is believed that all staff are properly trained to reprocess the facility¿s scopes. The device was returned to the service center for evaluation. A leak was noted on the scope¿s bending section rubber due a hole/cut. The bending section rubber glue was noted to be damaged. The forceps cover was missing glue. In addition, the scope¿s control was noted to have a fast flex back. The most likely cause for the scope damage is user mishandling. The gf-uct180 instruction manual proved the statement below to mitigate scope damage. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.

Event description:
The service center was informed that during reprocessing the scope failed in the user facility¿s automatic endoscope reprocessor (aer) three times due to a leak. The scope had been previously used in a diagnostic endoscopic ultrasound (eus) procedure without issue. There was no patient involvement at the time of reprocessing.